Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was on an impella for mechanical circulatory support. During support, the patient experienced clots found in the chest and active bleeding at the graft sites. Blood products were administered. It was reported that the patient survived normal explant and the procedure.